Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 was not connected to the ilet and pairing failed, after which the user manually entered blood glucose values and recorded a high of 540 mg/dl for approximately 4¿6 hours without use of backup therapy or ketone testing; no professional medical intervention or hospitalization occurred. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or other acute complications. Outcomes included temporary loss of automated glucose control due to the unavailable cgm input and user-managed correction attempts. Investigation included troubleshooting and education regarding cgm pairing and device use. Investigation of this case revealed a sensor connectivity/pairing failure with the responsible device not identified, resulting in the ilet operating without cgm data. It was concluded, based on previously established findings for similar reports, that the most likely cause was user-device connectivity failure and associated use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.